Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead impedances and capture thresholds had increased. The physician capped and replaced the sense/pace portion of the lead.